Event description:
It was reported that an ilet user experienced multiple periods with no insulin delivery for several hours, leading to sustained hyperglycemia; review of device logs indicated the user repeatedly paused insulin delivery and did not resume, and the cartridge ran out of insulin while alerts to change the cartridge and resume delivery were issued. Symptoms included thirst and frequent urination. Outcomes included elevated glucose readings for a few hours without use of backup therapy or medical intervention. Investigation included review of device data and user interaction history. Investigation of this case revealed extended user-initiated suspension of insulin and continued operation with an empty cartridge, consistent with high glucose and out-of-drug conditions while alerts were active. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy, including failure to resume delivery and failure to replace the cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.